Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a spike in pace impedances on the right ventricular (rv) lead. The values rose from 515 ohms and to out of range values greater than 2500 ohms. The day of the spike in impedances correlates to the day the patient was in a car accident. In addition, the patient has received inappropriate atp due to atrial fibrillation with rapid ventricular response. Noise was not observed and could not be produced with testing. Technical services discussed troubleshooting, but ultimately, the lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, high power visual inspection noted that the header is partially separated from the pg case and no medical adhesive (ma) was left on the pg case under the header where it is separated. X-ray examination was performed. The header wires were verified to be intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
This supplemental report is being filed to provide product investigation results.